Event description:
It was reported that, this pacemaker recorded a red alert. Instructions were received to ask how to handle the patient. Upon review, the device was checked, and it was found that the red alert was due to high impedances out of range on a non boston scientific right ventricular (rv) lead. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that, this pacemaker recorded a red alert. Instructions were received to ask how to handle the patient. Upon review, the device was checked, and it was found that the red alert was due to high impedances out of range on a non boston scientific right ventricular (rv) lead. This device remains in service. No adverse patient effects were reported. Additional information was received which indicated that, this device was explanted and replaced due to normal battery depletion (nbd). No evidence of product malfunction or allegation against the device.

Event description:
It was reported that, this pacemaker recorded a red alert. Instructions were received to ask how to handle the patient. Upon review, the device was checked, and it was found that the red alert was due to high impedances out of range on a non boston scientific right ventricular (rv) lead. This device remains in service. No adverse patient effects were reported. Additional information was received which indicated that, this device was explanted and replaced due to normal battery depletion (nbd). No evidence of product malfunction or allegation against the device.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.